Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusion.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley, where it was reported that during shower the patient fell to the floor. The fall occurred when the nurse wanted to turn the resident over, so he was in lateral position, with his back against the side support. The patient sustained hematoma on the head left side. The patient did not require to be taken to the emergency room or hospital. According to the customer facility the essential oil was used for a treatment. Based on the received information the nursing and technical personnel of the customer facility put the side support into the closed position again and then tried to open it while shaking it, without using the both handles, but they did not succeed as the side support remained closed.

Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley, where it was reported that during shower the patient fell to the floor. The fall occurred when the nurse wanted to turn the resident over, so he was in lateral position, with his back against the side support. As a result of fall the patient sustained a hematoma on the head left side. The patient did not require to be taken to the emergency room or hospital. According to the customer facility the essential oil was used for a treatment. Based on the received information, after the event the nursing and technical personnel of the customer facility put the side support into the closed position again and then tried to open it by shaking it, without using both handles, but they did not succeed as the side support remained closed. The arjo representative visited the customer's facility to evaluate the involved device. The performed inspection did not reveal any device defect and it was not possible to recreate the alleged malfunction - unintended open of the side support. The product is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_8gb dated on june 2013): inner, outer and down folded down. The outer position can be adjusted for more space for the patient. According to the IFU: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." The caregiver shall be aware how to perform hygiene routines properly, without posing the patient at risk. The documents instructs also, that when side supports are raised to desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position: "to avoid the patient from falling out of the device make sure that all side supports are in a locked position." Based on the event's description the resident was leaned on the side support, which had opened under his weight. This could have occur if the side support was not properly locked as the device evaluation did not reveal any malfunction. The side supports were verified by the arjo representative on site and by the customer facility employees, but it was impossible to recreate the symptom reported: side panel not keeping the intended position. The review of reportable events with the involvement of the carevo shower trolley in last years, revealed a low number of similar incidents. In summary, according to the customer allegation, the side support opened itself during use which led to the resident fall, so the device did not perform as intended. However, the technical evaluation did not reveal any malfunction. The shower trolley was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reportable due to the fact that patient fell out from the device.